Event description:
The complainant at (B)(6) hosp, (B)(6), was using the insufflation bulb filter when fluid leaked through the filter into the insufflation bulb causing contamination. That specific filter was disposed of. Filters from the remaining (unused) stock supply were gathered and returned to welch allyn for eval. The complainant indicated that there was no pt involvement. This filter is used with product code fcy bulb, inflation, for endoscope.

Manufacturer narrative:
Method - the filter was disposed of but the complainant gathered filters from remaining (unused) stock and returned these samples to welch allyn for eval. The filters were rec'd on april 28th, 2010 and the eval is underway but is not yet complete. A follow-up report will be filed when the eval is finished.